Manufacturer narrative:
1/20/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a lap appendectomy procedure. Reportedly, the instrument would not open while inside the pt cavity. Once removed from the pt, the instrument opened. No pt injury occurred.